Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bolus anomaly and that the infusion set had leaked. The customer was giving a bolus at night and had noticed that the bolus began at 7.5 units instead of 1 unit. After the bolus the customer had smelled insulin. The customer's t-shirt was wet and also smelled like insulin. The leak was from the quick release. The insulin pump was not dropped nor were there any visible cracks or splits. The customer's blood glucose level was 411 mg/dl. The customer treated the high blood glucose with insulin shots. The customer will be sent a replacement for her infusion set.